Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported during an angioplasty the left groin was accessed with the micropuncture transitionless access set (mpis) and as the doctor was removing the dilator over the wire, the hub broke off. The device was completely removed and another mpis kit was used. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Initial MDR was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the customer returned one used, stretched and separated outer sheath from the complaint set. The returned device showed the hub separated from the shaft of the outer sheath. Upon examination of the hub, there was shaft material still bonded to the inside of the hub. The point of separation was about 3 mm inside the hub. The separated shaft was 12.5 cm in length. The proximal 0.7 cm showed stretching in the shaft material and there were accordion marks noted at 1.5 cm from the proximal end of the shaft. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on review of the complaint device, the hub separation, stretching of the shaft and accordion marks suggest that the shaft experienced high forces during use leading to the noted separation. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during an angioplasty the left groin was accessed with the micropuncture transitionless access set (mpis) and as the doctor was removing the dilator over the wire, the hub broke off. The device was completely removed and another mpis kit was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.